Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported by the contact that the customer's pump was losing time. There was no reported impact to the customer's blood glucose level. As the contact did not currently have the pump, tandem technical support was unable to troubleshoot to determine a possible cause of the loss of time.